Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that, that day the patient experienced a blood glucose of 40 mg/dl with a loss of consciousness associated with alleged quiet pump sounds. Reportedly, the patient remained on the pump and self-administered a glucagon injection. During troubleshooting with customer technical support (cts), it was revealed that the vibratory alarm was working. This complaint is being reported based on the allegation that the patient experienced hypoglycemia associated with quiet pump sounds.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/16/2017 with the following findings: a review of the pump settings found the sound features set to high for normal bolus, audio bolus, alert, reminder, warning, alarm/error, glucose user hi/lo limit alert. Glucose rise/fall rate alert, and vibrate for the temp basal. The black box showed, a replace cartridge alarm. The pump boots to the verify screen with audible and vibratory features. The audible alarm reading measured within specifications. An alarm was reproduced with the sound set to high. The pump gave the appropriate sound warning and displayed an alarm message on the screen. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering within the required range and delivering accurately. The pump cover was removed to find no intermittent conditions or defects were found to the piezo circuit. No delivery interruptions or alarms occurred during the investigation. The complaint was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.